Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called due to low blood glucose. The blood glucose was 32 mg/dl at the time of the event, and 112 mg/dl at the time of call. The customer was treated with a glucagon and stated that the fumes in her science class may have affected her blood glucose. The customer also stated that there were two additional adverse events that occurred. The customer was treated with an IV by paramedics when her blood glucose was 27 mg/dl. She did not wake up from an alarm and a relative called for help. The last adverse event occurred when the customer was driving. The customer stated that the sensor went off to alert her blood glucose. A sheriff was across the street and assisted her. The customer believes her blood glucose was 48 mg/dl at the time and was treated with a glucagon shot in the IV. The customer does not use the insulin pump for insulin delivery, but uses the system for the sensors due to hypoglycemia unawareness. Nothing further reported.